Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a pan pedal procedure to treat unstable charcot midfoot with a plate bolts and external fixation. The patient had the beam and screws in the plate break post-op.